Event description:
It was reported by service report that the cot would not reach full load height due to a faulty pressure switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the cot would not reach full load height due to a faulty pressure switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that the cot was struggling to reach full load height in powered mode with weight on the cot due to a faulty hydraulic pressure switch. It was confirmed that the cot was still fully functional and able to be used in manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.